Event description:
Constant "leak in iab circuit" alarms sounded from the pump. The patient went on the expire and the facility is attributing the patient's death to the event. (Event complications: the patient expired - reported 2/26/97.) (Pt's current status: expired - rpt'd 2/26/97.)